Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak, with signs and symptoms beginning four days after the implant procedure. On (B)(6) 2014, examination/palpation revealed serosanguineous drainage coming from the patient¿s lumbar incision. On the same day, oral clindamycin, 300mg four times per day, was initiated. The following day, ultrasound results revealed that there was no fluid collection under the lumbar incision. On the same day, an epidural blood patch was performed. On (B)(6) 2014, examination/palpation revealed that the lumbar edges were not entirely approximated and that the incision was mildly tender to palpation. At this time, drainage had markedly decreased. On the same day, 2 sutures were placed, non-surgically, to close the lumbar incision. Mastisol, steri-strips and telfa was applied to the incision. Three days later, examination/palpation revealed that no drainage from the lumbar incision was occurring and that the incision appeared to be healing. On (B)(6) 2014, examination/palpation revealed that no drainage from the lumbar incision was occurring. Four days later, the event outcome was resolved without sequelae. It was indicated that the exact cause of the event was unknown, but was related to the implant procedure. Drug information at the time of this event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The device system was used to deliver morphine.